Event description:
It was reported that the device displayed a system failure message; acu watchdog failure and primary audible alarm bgnd. No other information was provided. Patient involvement is unknown.

Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the errors was found to be a bad mainboard. The mainboard was replaced. Service history identified that no previous repair has been noted in the last 12 months.